Manufacturer narrative:
(B)(4). D10. Item#:161468 ;lot#: 618680 ;item name: oxf twin-peg cmntd fem sm PMA; item#:154720 ;lot#: 780480;item name: oxf uni tib tray sz b lm PMA. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery due to fracture of the bearing (insert). Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified that the lot number matches the complaint. It was not possible to verify item number as it is not etched on the part. The part was received in in 2 pieces. The bearing exhibited various dents and scuff marks. The bearing was sent to r&d for a fracture analysis which concluded that the item fracture was potentially caused by overloading, possibly exacerbated by the bearing shifting posteriorly enough to be unsupported, and also possibly exacerbated by oxidation of the bearing leading to delamination. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a health care professional who confirmed that the poly is not visible on plain film x-ray. Sending the x-ray for radiologist review would not enhance the investigation. . With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.